Event description:
Customer reported that cartridge alarm 20 occurred on 10/3 and 10/6 and cartridge alarm 30 occurred on 10/4, leading to multiple cartridge and infusion set changes. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided a replacement pump and infusion set/cartridges, instructed the customer to put the faulty pump into storage mode before returning it, and advised on the necessary steps upon receiving the new pump, which the customer acknowledged and understood.